Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ tyvek or thermoform sticking: delamination is observed on the external and internal thermoformed lid. No problem is observed in removing the inner tray from the outer tray. No other observations observed, no further actions are required.

Event description:
The device was not implanted.

Manufacturer narrative:
Continued facility name e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "can¿t remove the inner tray from the outer tray." Device status unknown. This relates to an unknown side.